Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a patient death occurred. A 2.50 mm x 38 mm promus element long stent was deployed. While the physician was post dilating with an unspecified nc balloon, the physician observed that there was a severe edge dissection and the patient was sent to surgery. The patient died post surgery. Cause of death is unknown.